Event description:
It was reported that the insulin pump delivered 4.5 units of extra insulin. The mother insisted that the customer did not program the bolus while being at the school. The mother advised that there were carbohydrates amounts and blood glucose readings entered into the device without any user input. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.